Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that instrument fractured. A 5 minute delay to surgery was reported and the surgery was completed with another device. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Complaint sample was returned, the device exhibits wear & tear that indicates successful use during a potential field age of approximately 3 years 11 months and it is unknown how many times the device had been used during that time. There was no fracture damage found on the instrument. Review of the device history record identified no deviations or anomalies. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the instrument did not fracture; however, the instrument was defective. Attempts have been made and additional information on the reported event is unavailable.